Event description:
Procedure: inguinal hernia repair. According to the reporter: surgeon was attempting to use the omspdbs2 (kidney balloon, surgeon noticed that upon placement in the patient, the kidney shaped balloon would not inflate with the hand pump for the purpose of blunt dissection, the surgeon made a number of attempts to inflate the balloon was replaced for an inguinal hernia procedure. No component fell into the cavity. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The product will be returned for evaluation.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/02/2015.

Manufacturer narrative:
(B)(4).